Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. Customer's blood glucose level was unknown. Customer reported that they found the active insulin updating message from the auto mode readiness screen. Customer stated that replace battery alert found in the alarm history. Customer was able to get back into auto mode while on the phone as it had been 5 hours, explained due to not replacing the battery, they pump did not have anything to power it, causing it to die which resulted in the active insulin updating alert. Insulin pump will not be returned for analysis.